Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not returned for evaluation and photos were not provided which leads to inconclusive results. It was reported that a a 5f introducer/0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, the guidewire did not run smoothly through the delivery system, the lesion was pre-dilated and there was no noticeable damage on the device prior to use. Based on provided information and as neither sample nor photos were provided for evaluation, the investigation was closed with inconclusive results for partial deployment and stent elongation. A definite root cause of the reported incident can not be identified. The intended placement of the stent in the cephalic trunk represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Holding and handling of the system throughout deployment was found described. The e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H10: g3 h11: e1, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the cephalic trunk via the right brachial artery approach, the trigger hand allegedly could not release the stent after one centimeter. It was further reported that the conveyor system was pulled back forcefully to deploy the stent. Reportedly, the deployed stent allegedly appeared to be elongated. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the cephalic trunk via right brachial artery approach, the trigger hand allegedly could not release the stent after one centimeter. It was further reported that the conveyor system was pulled back forcefully to deploy the stent. Reportedly, the deployed stent allegedly appeared to be elongated. There was no reported patient injury.